Manufacturer narrative:
Complaint no: (B)(4). This lot was manufactured from june 25, 2015 to june 27, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a strand of filter material, 0.95 mm in length, dangling from the filter. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a "strand of latex protruding from the stress member" of the small volume folffusor. The particulate matter was identified after the device was filled with 4400 mg of fluorouracil in 115 ml of 0.9% sodium chloride. There was no patient involvement. No additional information is available.